Event description:
Procedure type: craniotomy. According to the reporter: this is the report of adverse event which occurred in the clinical research, "prospective multi-center post market surveillance of the efficacy and the safety of the duraseal dural sealant system in a craniotomy." Procedure: craniotomy/meningioma. On (B)(6) frontal craniotomy was performed for the meningioma above tentorium cerebelli. Incision length was 20cm. Pericranium was used as autologous duraplasty material. Operating room time was 162 minutes. On (B)(6), the level of consciousness was decreased. Intracerebral bleeding and impending herniation was confirmed by CT, and emergency surgery for hematoma removal and external decompression were performed. As of (B)(6), patient is still under treatment. According to surgeon, the patient is in stable condition.

Manufacturer narrative:
(B)(4).